Manufacturer narrative:
The suspect sample was returned to sheffield pharmaceuticals for evaluation. The evaluation is currently in progress.

Event description:
The consumer complained that the denture adhesive cream he was using caused his gums to swell and also caused a mouth infection.